Event description:
The customer reported that the system lost video to the system. Navigation functionality would be lost in this event. There is no report of serious injury or death.

Manufacturer narrative:
A ge representative contacted the customer by phone and directed them in troubleshooting and repair. A loose cable connector was found and tightened. The system operates as intended.